Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
Following a glaucoma implantable filtration device (gfd) surgery a surgeon reported the gfd to have failed on implantation. The shunt could not regrasp and had to be removed as it was not sitting flat. Additional information has been requested.